Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the second port on the electromagnetic interface box was damaged. Additionally, it was reported that the unit returned a communication error on one port of the system. To restore functionality, the emitter and electromagnetic interface box were replaced. Continuation of d11) pn: 9660651, sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9660651, lot/serial #: (B)(6) ; product ID: 9731203, lot/serial #: (B)(6), the emitter portable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned axiem was currently undergoing testing. The unit was tested for forty eight hours, in conjunction with the accompanying field generator and no issues were observed. Tracking remained consistent throughout the duration of testing. No failure found. The generator was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned field generator is currently undergoing testing. The field generator was bench tested, in conjunction with the accompanying axiem, and no issues were detected. Tracking remained normal on all ports, consistently throughout the duration of testing. No patient was present at the time of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9660651r, lot/serial #: unknown. No parts have been received by the manufacturer for evaluation. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure while troubleshooting for a different case the manufacturer representative discovered that the axiem box also had damaged to port 2 on the front and if the axiem box was moved slightly it would lose connection. No patient was present at the time of the event.